Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the ECG trunk cable was faulty. There was no reported patient involvement. According to the available details, the rse determined that the ECG trunk cable needed to be replaced. As a result, a replacement ECG trunk cable, aami/iec (pn: 989803145071), was shipped for the customer to install. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a malfunction of the ECG trunk cable, which was replaced. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement ECG trunk cable to resolve the issue. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.